Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer also stated that she had blood glucose of 241 mg/dl. The customer stated that the insulin pump fell but did not hit the ground. The customer also stated that there was a bent cannula. The insulin pump will not be returned for analysis.